Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 50-200 (mg/dl). Reportedly, customer believes they are over/under bolusing for their meals. Customer then delivered a bolus to address upper bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.